Event description:
It was reported that a cartridge alarm 30 occurred prior to the customer calling technical support. There was no adverse impact to the customer¿s blood glucose level. The customer was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.